Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this right ventricular (rv) lead exhibited loss of capture a couple days post implant. The episode was observed via a stored episode. The pt's ventricle is paced 97% of the time. All other diagnostics and stored episodes appeared appropriate. In the loss of capture episode, pacing appeared to be around 70 ppm and then capture was lost with ventricular escape beats slightly slower. There were no reports of asystole. Boston scientific technical services (ts) discussed possible transient lead movement soon after implant. No adverse pt effects were reported. Records indicate this lead remains in service. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.